Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately three months later, the valve was explanted and a surgical aortic valve replacement was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that four years and three months following the implant of this transcatheter bioprosthetic valve, the valve failed and the patient was hospitalized. The mechanism of failure was critically severe stenosis. Five days after hospitalization, the patient was assessed to have acute on chronic combined systolic and diastolic heart failure, acute respiratory failure with hypoxemia, acute blood loss anemia status post (s/p) transfusion of packed red blood cells (prbcs), aspiration pneumonia, hypotension, severe pulmonary hypertension, epistaxis, a new cardiomyopathy with mildly reduced systolic function and a left ventricular ejection fraction (lvef) of 47%. The patient was hemodynamically stable, but required about 3l of oxygen. Renal function was also stable, with good urine output. The patient was to continue IV lasix treatment and monitor renal function and electrolytes. Canagliflozin treatment was also continued. Spironolactone treatment was initiated, and metoprolol tartrate was switched to metoprolol succinate. Angiotensin-converting enzyme inhibitor/angiotensin receptor blocker (acei/arb) treatment was planned before discharge if the patient's blood pressure and renal function remained stable. Transesophageal echocardiogram (tee) was planned for when the patient's respiratory function improved. The differential for rapid change with severe valve stenosis included leaflet thrombosis and endocarditis, therefore the physician was considering a trial of coumadin anticoagulants for 3 months and repeat echocardiogram if the patient had no evidence of endocarditis. No additional adverse patient effects were reported.